Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements on this right ventricular (rv) lead. The value was cero ohms. Boston scientific technical services (ts) was consulted and further in office testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements on this right ventricular (rv) lead. The value was cero ohms. Boston scientific technical services (ts) was consulted and further in office testing was recommended. Additional information was received that the value was obtained in a room with electromagnetic interference (emi). It is planned to evaluate the patient in september. No adverse patient effects were reported. At this time, this device system remains in service.